Event description:
It was reported that the 9900 system collimator closed down and would not open up. Also the collimator cal required displayed on the mainframe. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The svc rep reloaded the flash memory. The sys operates as intended.